Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there is a round circle at the top of the insulin pump. Customer's blood glucose was 444 mg/dl. Customer treated with a bolus. Customer stated that she does not have a back-up plan. Customer was advised that the circle means she has a special feature running. Customer was assisted with turning off the temp basal and sensor as the customer does not wear a sensor. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer found no air in the tubing. Customer reinserted the reservoir and ran a manual prime. Customer stated that the insulin did exit the tubing. Customer stated that the bolus wizard settings are correct. Customer had a no delivery alarm in the alarm history. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer also mentioned that she has been taking a new medicine.